Event description:
New information suggests the patient presented for a re-assessment in clinic with dizziness. Isolated ventricular standstill was observed with no noise. The lead was scheduled to be revised but this was cancelled. Loss of atrio-ventricular synchrony with sinus rhythm greater than the programmed rate was observed. The lead was reprogrammed instead. The patient was told to walk for an hour after programming changes and was feeling better.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is dependent on the device for normal function. It was noted that noise episodes leading to short episodes of ventricular pacing inhibition and loss of capture were observed on the right ventricular lead. Programming changes were made. The patient was to be re-assessed at a later date. The patient was stable.